Event description:
It was reported that while driving the screw, two prongs on shaft broke off. Broken fragments were recovered. The surgery was successfully completed and no consequence to the patient was reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via visual inspection. Two of the 4 prongs fractured away from the driver tip the fractured pieces were not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was manufactured in 2004. According to the instruments IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The driver was found to be over 14 years old. It is also unknown if the screw was fully engaged with the driver this could cause a fracture as the connection is not secure while driving the screw into bone, especially considering the angle was difficult. Conclusion: the most likely root cause is wear due to the device's extended use, with screw engagement and difficult angle also contributing to the event.

Event description:
It was reported that while driving the screw, two prongs on shaft broke off. Broken fragments were recovered. The surgery was successfully completed and no consequence to the patient was reported.